Event description:
Difficult advancement through the right side was encountered due to the presence of calcium. During advancement through the vessel, it appeared that thrombus had become dislodged and occluded the right external iliac artery. A decision was made to extend the leg graft from the common iliac artery to the external iliac, covering the occluded vessel. After successful deployment of the main body graft and contralateral leg graft, an iliac extension was deployed in the ipsilateral limb of the main body to extend the length, allowing for the iliac leg graft to land in the right external iliac artery. Angiogram performed of the device placement noted a distal type I endoleak. A 12 millimeter leg graft was telescoped up inside the 16 millimeter leg graft extending enough distally to provide a seal in the external iliac artery. Endoleak noted to have been resolved during viewing of the completion angiogram.